Manufacturer narrative:
(B)(4).

Event description:
Data investigation could not confirm a pairing failure but did confirm a loss of connection over 3 hours that occurred on (B)(6) 2017. The root cause of the connection loss over 3 hours could not be determined post investigation.